Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, the supplies were changed multiple times to address the event. Blood glucose was 89 mg/dl. During troubleshooting, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. Customer declined further troubleshooting. Reportedly, customer maintained the pump was the cause of the occlusions.